Manufacturer narrative:
Plant investigation: no test sample was returned for evaluation. Therefore, the reported failure pattern could not be reproduced. However, the problem could be understood from the available information. Although the machine files did not contain any information about the cause of the problem, the files were provided and reviewed. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed on the device. No non-conformities were observed during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A CAPA was opened to address this issue.

Event description:
It was reported that a novalung console displayed alarms 206 and 208 an unknown length of time into a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. When this occurred, no flow was displayed on the device. There was no reported patient harm due to the alarms going off. No further details were provided in the initial reporting.

Event description:
It is unknown how long into the patient's treatment this occurred. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. It is unknown what was done to resolve the reported issue. The reported event did not result in any patient injury, adverse effects, or the need for any medical intervention.

Manufacturer narrative:
Additional information: b5.